Manufacturer narrative:
Correction made to type of reportable event to reflect "death". "Malfunction" was selected in error on the follow up report for 1423537-2026-00151.

Event description:
The reporter stated that after an x-ray revealed fluid buildup in her mother's stomach, doctors at (B)(6) hospital inserted a gastric tube intended to pump the stomach for 24 hours. During the procedure, the pump malfunctioned and stopped working; doctors were forced to disassemble the equipment and use a manual pump to attempt to clear the blockage, noting that such equipment frequently fails. This malfunction led to a catastrophic event where the patient vomited extensively, resulting in fluid entering her lungs. Consequently, the patient's status shifted to critical condition, and she was transferred to the ICU, marking the final time she was conscious or had her eyes open. Per additional information provided by the reporter, who is the patient's daughter, the product ID of the salem sump was documented in her mother¿s medical record prior to insertion which she witnessed while present bedside. However, she does not have direct access to the medical record. With respect to the location of the referenced blockage, she personally observed that it was located at the multifunctional port of the kangaroo salem sump dual lumen stomach tube that had been inserted into her mother¿s nose. The attending emergency room physician was required to manually remove liquid from her mother's stomach, and the reporter observed fluids building up in her lungs during this process. To her understanding, these events were documented in the medical record and contributed to the decline that led to her mother's death. Based on the reported blockage and 'pump' malfunction, the described issues appear to be associated with the wall suction unit rather than the salem sump. Cardinal health contacted the reporter to obtain further product identification for the 'pump.' However, the reporter was unable to provide specific product information regarding the involved suction unit. In addition, cardinal health contacted the user facility to request further information. However, no further information has been made available to date. Consequently, without additional information, cardinal health cannot determine if the wall suction unit used is a cardinal health brand product. This report is being submitted out of an abundance of caution at this time and will be updated should additional relevant information become available.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because the complaint did not include a lot number, and no supporting documentation was provided. Without a lot number, a specific review of production records, including verification of manufacturing parameters, in-process inspections, and final acceptance criteria for the specific lot associated with the reported complaint, is not possible. A gemba (on-site inspection) of the manufacturing process was carried out. It was determined that the current process and controls were being followed correctly, including sub-assemblies, finished product assembly, packaging, and product inspections. The research was carried out with an interdisciplinary team. No abnormal conditions were found that could continue to trigger the reported condition. During the information gathering phase for the analysis of this complaint, critical limitations were identified that prevent a conclusive technical evaluation. Specifically, the information provided by the complainant is insufficient to support a robust root cause analysis or confirm a product defect. Essential product identification data, such as part number, lot number, or catalog code, is unavailable. Furthermore, no objective supporting evidence, such as physical samples, photographic evidence, tracking records, or verifiable clinical documentation, was provided to directly correlate the event with a device manufactured by cardinal health. Additionally, the details of the complaint indicate uncertainty regarding the event's relationship to a cardinal health product, suggesting that the potential malfunction could be associated with the hospital¿s wall suction unit and not necessarily the salem sump device. Due to the lack of specific identification of the suction unit involved, it is not possible to confirm whether this unit is a cardinal health product. Consequently, and considering the absence of verifiable technical evidence, the root cause is determined to be unknown due to a lack of critical information and objective evidence that prevents establishing a clear causal relationship. We will continue to monitor related reports to determine if additional actions are necessary.